Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue occurred during an unspecified process step prior to patient use. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 28, 2022 - march 30, 2022. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified when receiving the sample; however, not verified during functional testing. The cause of the condition could not be determined; however, the most probable cause was due to an user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.